Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 14022-0025) had fallopian tube occlusion insert inserted for female sterilisation. The case describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"). The subject had a medical history of herpes nos and depressive disorder. On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted (intra-uterine). An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for fallopian tube occlusion insert with regard to ectopic pregnancy with contraceptive device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 5.311 kg/sqm. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140220025) had not yet had the fallopian tube occlusion insert inserted at the time of the event for female sterilisation. The case describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"). Additional non-serious events are detailed below. The subject had a medical history of herpes nos and depressive disorder. On (B)(6) 2019, the day of fallopian tube occlusion insert insertion, she experienced incision site pain ("incisional pain"). In (B)(6) 2019 she experienced postoperative wound infection ("incisional infection"). In (B)(6) 2019 she experienced affective disorder ("worsening mood disorder") and fatigue ("fatigue"). In (B)(6) 2019 she experienced vitamin d deficiency ("vitamin d insufficiency"). In (B)(6) 2021 she experienced heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2023 she experienced ectopic pregnancy with contraceptive device (seriousness criterion life-threatening). The events occurred before fallopian tube occlusion insert was administered. The subject was treated with non-drug therapy (right salpingectomy, remedial drug therapy given and remedial drug therapy). On (B)(6) 2019, the incision site pain and postoperative wound infection had resolved. On (B)(6) 2023, the ectopic pregnancy with contraceptive device had resolved. At the time of the report, the affective disorder, fatigue, heavy menstrual bleeding and vitamin d deficiency had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The investigator saw no causal relationship between ectopic pregnancy with contraceptive device or affective disorder and fallopian tube occlusion insert. No causality assessment was received for fallopian tube occlusion insert with regard to incision site pain, postoperative wound infection, fatigue, heavy menstrual bleeding or vitamin d deficiency. Incision site pain and postoperative wound infection were however considered to be related to study conduct or study-related procedures. The reporter commented: laparoscopic tubal sterilization performed on (B)(6) 2019. Primary method of contraception used just prior to procedure oral contraceptives combination. Pregnancy test performed within 24 hours of this procedure. Type of procedure initially planned tubal cauterization. Surgical method planned laparoscopy. Number of ports planned 2 port 1: size of port planned 5 mm port 2: size of port planned 5 mm. General anesthesia given while performing procedure. Left and right tubal cauterization was performed. Investigator assessed event worsening mood disorder is related to- pre-existing condition depression. Investigator assessed event fatigue is related to- pre-existing condition depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.305 kg/sqm. [Laparoscopy] (date unknown): results not provided quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-mar-2024: investgator confirmed: this patient had no essure devices implanted but was in control group (only tubal ligation performed instead), therefore this case will be deleted in bayer safety database. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted for female sterilisation. The case describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"). Additional non-serious events are detailed below. The subject had a medical history of herpes nos and depressive disorder. On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted (intra-uterine). On (B)(6) 2019, the day of fallopian tube occlusion insert insertion, she experienced incision site pain ("incisional pain"). In (B)(6) 2019 she experienced postoperative wound infection ("incisional infection"). In (B)(6) 2019 she experienced affective disorder ("worsening mood disorder") and fatigue ("fatigue"). In 2019 she experienced vitamin d deficiency ("vitamin d insufficiency"). In (B)(6) 2021 she experienced heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2023 she experienced ectopic pregnancy with contraceptive device (seriousness criterion life-threatening). The subject was treated with non-drug therapy (right salpingectomy, remedial drug therapy given and remedial drug therapy). On (B)(6) 2019, the incision site pain and postoperative wound infection had resolved. On (B)(6) 2023, the ectopic pregnancy with contraceptive device had resolved. At the time of the report, the affective disorder, fatigue, heavy menstrual bleeding and vitamin d deficiency had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The investigator saw no causal relationship between ectopic pregnancy with contraceptive device or affective disorder and fallopian tube occlusion insert. No causality assessment was received for fallopian tube occlusion insert with regard to incision site pain, postoperative wound infection, fatigue, heavy menstrual bleeding or vitamin d deficiency. Incision site pain and postoperative wound infection were however considered to be related to study conduct or study-related procedures. The reporter commented: laparoscopic tubal sterilization performed on (B)(6) 2019. Primary method of contraception used just prior to procedure oral contraceptives combination. Pregnancy test performed within 24 hours of this procedure. Type of procedure initially planned tubal cauterization. Surgical method planned laparoscopy. Number of ports planned 2 port 1: size of port planned 5 mm port 2: size of port planned 5 mm. General anesthesia given while performing procedure. Left and right tubal cauterization was performed. Investigator assessed event worsening mood disorder is related to- pre-existing condition depression. Investigator assessed event fatigue is related to- pre-existing condition depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.305 kg/sqm. [Laparoscopy] (date unknown): results not provided. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: company query response received: seriousness criteria life threatening was added to event ectopic pregnancy. Start date and stop dates were added and outcome added as resolved. Reporter causality updated from not reported to unrelated. 31-jan-2024: new events incisional pain, incisional infection, worsening mood disorder, fatigue, menorrhagia and vitamin d insufficiency were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This 33-year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted for female sterilization. The case describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"). The subject had a medical history of herpes nos and depressive disorder. On (B)(6) 2019, the subject had fallopian tube occlusion insert inserted (intra-uterine). An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criterion medically important). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. No causality assessment was received for fallopian tube occlusion insert with regard to ectopic pregnancy with contraceptive device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 5.311 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.